Manufacturer narrative:
According to the reporter, a breast biopsy procedure was performed and a hydromark¿ breast marker was placed by the physician. A post biopsy mammogram confirmed correct placement of the marker. The 2025 pathology report indicated a fibroadenoma. The patient was provided with standard post procedure aftercare instructions. Following removal of the bandages, the patient reported significant pain, discomfort while sleeping, skin changes, itching, and persistent localized pain. The patient contacted the breast center and was advised by nursing staff that the symptoms were likely consistent with a hematoma and to follow hematoma aftercare guidance. The patient subsequently scheduled an appointment with the physician. According to the patient, the physician did not believe the site was infected or consistent with a hematoma and prescribed a five-day course of triamcinolone to address local inflammation. The patient reported temporary improvement, followed by recurrence of symptoms. The patient noted ongoing discoloration and itching and was referred to a dermatologist, who prescribed tacrolimus ointment. The patient later underwent surgical removal of the marker and is currently recovering. The device was not returned to the manufacturer for evaluation. Based on the information available, the probable root cause is considered to be a foreign body reaction. The current instructions for use (IFU) state: "although low, a potential for foreign body reaction is possible with the use of hydromark¿ markers. As with any implanted device, the physician should monitor the patient for any signs of irritation, reaction or infection following the surgical procedure and treat accordingly." Good faith efforts could not be completed because the initial reporter's contact information was not provided. The following fields could not be completed due to missing information in medwatch report mw5181045: d4 model number, catalog number, lot number, expiration date, primary UDI number; d6b explant date; e1 initial reporter first name, last name, email address, establishment name, address, city, state, zip code, telephone number; g4 premarket identification; h4 device manufacturer date. This report is submitted based on all information currently available to the manufacturer. Submission of this report does not constitute confirmation that a mammotome product malfunction occurred or that the device caused or contributed to the reported event.

Event description:
According to the reporter, a breast biopsy was performed and a hydromark breast clip was placed by the doctor. The after-biopsy mammogram confirms the right placement of the clip. 2025 lab result says it was a fibroadenoma. After care instructions are continued. Patient is in a lot of pain, especially while sleeping, after the removal of the bandages, strange skin changes, itching and continued pain. Patient calls the breast center and was told by nurse that it is probably a hematoma and to follow hematoma aftercare. Patient makes an appointment with doctor to check and followed after care for hematoma. Patient states that the doctor doesn't think it is infected and doesn't think it is a hematoma. Doctor gives patient triamcinolone for five days to calm any local inflammation. Breast improved and pink/itch go away for few days, then triamcinolone must be reapplied. Patient still has strange, permanent discoloration and continued itching and was recommended to see a dermatologist. Dermatologist prescribes tacrolimus ointment. Patient had surgery to remove the clip and is recovering from surgery.